Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the 5th metacarpal on (B)(6) 2017 and received one (1) plate and seven (7) screws. The patient complained of pain on an unknown date, post-operatively. On (B)(6) 2018, the patient underwent a hardware removal. The surgeon took out the plate and screws. All hardware was intact. Patient was not revised since bone had healed. No other medical intervention was required. Patient outcome was stable. The revision was uneventful and the procedure was completed successfully. No additional information is available. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).